Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: location that the needle piece was found? => unknown - sales rep is confirming. Was any piece of the needle left remaining in the patient? => we don't know-.sales rep is confirming. Will the actual needle and the broken needle piece be returned for evaluation? => the actual needle will be returned. It is unknown if the broken needle piece will be returned. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? =>no information. Will any representative samples be returned for evaluation? => no. The actual device batch number associated with this event is not known. Four possible batch numbers are reported as follows: lot gg2427, gl2404. Hc2436, jb8759 it was reported that it is unknown if these are the correct lot numbers.

Event description:
It was reported that a patient underwent a laparoscopic ovarian cautery procedure on (B)(6) 2017 and suture was used. The needle tip broke when fixing the trocar to the fascia. Post operatively, a CT scan revealed that the needle was retained in the tissue. It was reported that the size of the broken piece was a few millimeters. On (B)(6) 2017 an additional procedure was performed and the needle fragment was removed. The patient condition is stable. Additional information was requested.

Manufacturer narrative:
The actual device was returned for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Additional information. The actual device batch number associated with this event is not known. Four possible batch numbers are reported as follows: batch hc2436 mfg date: (B)(6) 2014, exp date: (B)(6) 2019 batch gl2404 mfg date: (B)(6) 2013, exp date: (B)(6) 2018 batch gg2427 mfg date: (B)(6) 2013, exp date: (B)(6) 2018 batch jb8759 mfg date: (B)(6) 2015, exp date: (B)(6) 2020 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: [patient's initial] ks. [Treatment plan] the removal surgery for the retained piece on (B)(6) 2017. = > the retained piece was successfully removed using a magnet which had been attached to an endoscope during the reoperation. The patient¿s condition was stable after the reoperation, and she was discharged from the hospital. [Other contributing factors to event] there is a possibility that an improper technique of the surgeon or the patient¿s physique might have caused the event.